Event description:
The trailint haptic broke in the insertion device while inserting the lens into the pt's eye. The lens was removed and replaced.

Manufacturer narrative:
See MDR # 1920664-2007-01607 for the intraocular lens used with this delivery device.